Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14-15 cases worth of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: we have 14-15 cases of defective product here and are still getting calls from customers that have defective product with that lot number and are just noticing it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-oct-2022 . H6: investigation summary it was reported the needles were clogged. To aid in the investigation, twenty-six samples with no packaging blisters were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty samples expelled the solution with a normal flow. Six samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each batch of needles used in the manufacture of batch 2025239. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 14-15 cases worth of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: we have 14-15 cases of defective product here and are still getting calls from customers that have defective product with that lot number and are just noticing it.